Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed and showed no activity outside of normal use in the available data. The battery compartment was found to be intact with no physical damage. Evaluation revealed that the battery cap returned with the pump had stripped threads and did not fit securely to the pump. For investigation, a test cap was used, and it was able to fit securely and maintain electrical connection. The pump powered on normally and primed successfully. The pump was exercised for 24 hours and no reboots or alarms occurred during testing. The pump was opened and inspected and no intermittent condition or moisture ingress was found with the circuit board and power circuit.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not power on after a battery change. Additional attempts with another battery were made with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.